Manufacturer narrative:
(B)(4). Initial report sent: (B)(4) 2010 under MDR number 1717344-2010-00505.

Event description:
The customer reported that during a c.r. Resection. The surgeon activated the instrument but a seal was not created. When the surgeon cut with the blade of the device, there was bleeding. A second ls1037 was opened and the same thing happened. See MFR report # 1717344-2010-00506. The procedure was initially laparoscopic but it was converted to open due to the failures.